Manufacturer narrative:
(B)(4). The analysis found that one ple45a device was returned in the closed position inserted through a cb12lt trocar and with the anvil bent upwards. Furthermore, the anvil knife slot was noted to be damaged and a knife wing was broken; this condition caused the knife to lose its intended position in relation to the anvil. Therefore, the knife did not return to home leading the jaws did not close or open. As the jaws could not be closed it was not possible to remove the trocar from the device. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. An ecr45w cartridge reload was received loaded on the device. The cartridge reload was received fully fired and was noted to have damage on cartridge deck and drivers. In addition the returned reload was disassembled to verify the condition of the internal components and the one piece sled was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: is the trocar still attached to the device? Yes. If yes, is the trocar an ees trocar? Yes. Please provide the product code for the trocar. (B)(4). Did the device deliver any staples? Yes. If yes, were the staples formed properly? As far as we could tell. There was no bleeding. Was the staple line complete? Yes. Did the device deliver a cut line? Yes. If yes, was the staple line complete? Yes. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No.

Event description:
It was reported that during a laparoscopic nephrectomy robotic procedure, during the second firing of a white reload across the ureter device closed easily and after waiting fifteen seconds the surgeon removed safety and pulled the firing trigger. When the knife blade stopped the surgeon removed his finger from the firing trigger but the knife blade did not return. The surgeon then pulled the firing trigger again and the knife blade advanced and stopped. The surgeon removed his finger and the knife blade did not return. The surgeon attempted this sequence a few more time. To open the device the surgeon removed the manual release cap and ratchet the handle. The ratchet handle locked in the up position and the surgeon was unable to continue ratcheting the device. The device had opened wide enough for the tissue to fall out of the jaws. The jaws could not be opened or completely closed thus preventing the device from being removed through the trocar. The device and trocar had to be removed from patient together. After removal of the kidney the surgeon was to check the specimen for any catheters or stents. The surgeon could not feel anything out of the ordinary. There were no patient consequences. Case completed with another device of the same product code.